Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 failed. The field service engineer (fse) ran hardware test application and observed that no cubies were detected. After checking, the controller board showed correct flashing lights on the drawer. The fse reseated all row board connections and pyxibus cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer main 2.1failed. Nurses recover still its failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.